Event description:
It was reported that a user experienced a libre 3+ sensor pairing failure that was resolved through guided troubleshooting and re-pairing, with counseling on pairing and warm-up time. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included customer interview and technical troubleshooting. Investigation of this case revealed successful reconnection with normal function following re-pairing, consistent with a transient connectivity issue without device component failure. It was concluded, based on previously established findings for similar reports, that user technique and routine reconnection steps most likely resolved the event.